Event description:
A vac-pac/bean bag was used with this patient during his first surgery. He was placed in the lateral decubitus position in the vac-pac/bean bag which is appropriate. The surgery was scheduled for 2-3 hours but was prolonged to 6+ hours. The patient developed compartment syndrome in his anterior left thigh. The compartment syndrome in the patient's anterior left thigh may have been due to prolonged placement on the bean bag. The bean bag is a patient positioner. We use these for numerous cases. They are not disposable. They are disinfected between uses.